Event description:
A journal article was submitted detailing a study which was performed to investigate the curative efficacy and safety of the turbohawk system for in-stent restenosis in peripheral artery disease (pad) patients over 60 years old. 28 patients were included in the study. Surgical procedures were performed using the uncovered turbohawk atherectomy device through a femoral artery puncture (modified seldinger technique) under local anesthesia. The uncovered spider fx embolic protection device was placed below the target lesion to prevent distal embolization. Surgery was terminated when the residual stenosis was <(><<)>30%. In a patient who had atrial fibrillation, perforation occurred. The patient developed femoral artery embolization on the 40th postoperative day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.